Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was no longer giving the patient symptom relief. The patient denied any falls, weight change, or medication changes that could have contributed to the loss of therapy. The patient confirmed feeling stimulation and was assisted with program changes. The patient stated that if the changes do not resolve the return of symptoms they would follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. Additional information was received from a consumer (con). It was reported that the patient didn't no why the device was not working properly. Changes to the device were made for the patient to try to resolve the loss of therapy. It had not resolved at the time of the report. Additional information was received. Patient reported that they thought there was a malfunction in the device. Patient denies any fall or trauma. No further complications were noted or anticipated